Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had major bleeding with the bleeding site being the lower gastrointestinal (gi) tract. The patient received a blood transfusion. The amount of blood given was 4 or more units but less than 8. Laboratory tests were as follows: prothrombin time (inr) 2.8 iu, activated partial thromboplastin time (aptt) 58 seconds, and platelet count (plt) 0.8 ×104/l. The patient was treated with medication. The patient was on warfarin at the time of the event. The cause of the bleeding was said to be due to the complexity of medical management. This was considered unlikely related to the device but could not be ruled out. The patient received a lower gi endoscopy. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.